Manufacturer narrative:
Codman has requested return of the value for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above, or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
Affiliate reported that during a ventricle-peritoneal derivation procedure, the pt was implanted with a hakim programmable valve. However, after programming it and performing perviety tests, the valve seemed blocked and did not work and drain anymore as the pt started experiencing amnesia. Ataxic ambulation and incontinence, the surgeon decided to explant the valve. It was reported that there were no adverse pt consequences.